Event description:
It was reported that the patient came into the emergency room with chest pain and was found to be bradycardic. There was no capture in the ventricular lead. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.